Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have one blade broken at the base. A piece measuring approximately 0.4160" x 0.0940" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. A review of an image provided by the customer reveals the curved blade of the harmonic ace instrument was broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was noted. When the event occurred, the surgeon was performing dissection and the instrument had been in use for less than an hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the harmonic ace instrument, the instrument's wrist was straightened and the surgical staff did not feel any resistance removing the instrument through the cannula. There was no damage noted to the cannula after the event occurred. The fragment was retrieved during the same procedure, and it was confirmed visually that no fragments were left behind. No additional surgical procedure was required to remove the fragments. There were no post operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications.